Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The high resolution stereo viewer (hrsv) monitor was analyzed and failure analysis (fa) investigation replicated the customer reported complaint. In-house fa installed hrsv monitor to printed circuit assembly (pca) si system and noted no video in left eye.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) to state that the system had a fault. The customer stated that the surgeon's side cart (ssc) left high resolution stereo viewer (hrsv) left eye had no video when powered on. The customer had phoned the field engineer (fse) and troubleshooting was performed through a power cycle; however, the issue persisted. No further troubleshooting was performed with the tse. The surgeon elected to convert to traditional laparoscopic surgery. There was no reported injury. Intuitive surgical, inc (isi) followed up with the initial reporters, and obtained the following additional information regarding the reported event: the surgical ports were already placed prior to the issue being identified. The system functionality was checked upon the system powered on and no error faults were displayed initially. Dvstat was contacted for troubleshooting. The actions taken by the customer to resolve the problem were to make sure that the camera function was okay, and to reboot the system; however, this did not resolve the problem. The surgical port incisions were not increased and no additional ports were placed. The patient was able to tolerate the change.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed that the hrsv was defective. The hrsv was replaced to resolve the problem. The system was tested and verified as ready for use. A return material authorization (RMA) was issued to the customer requesting to have the hrsv returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received. Although the complaint was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.